Event description:
Procedure: l. Ant. Resection w/end-end anastomosis. According to the report: when the stapler was used, the anvil was inserted to the distal sigmoid. The eea stapler was inserted into the anal canal, followed by the anastomosis anvil, then the stapler and knob rotated until green indicator appeared. A sound was heard before firing. When it was checked again, the anvil was tilted. The anvil tilted prior to firing the device. The tissue was released from the stapler. The surgeon opened the purstring from the tilted anvil, and then changed to a new device. The procedure did extend more than 30 minutes, as the surgeon had to repeat the procedure for stapling again. No discrepancies were noted with staple formation or tissue transection, and there was no blood loss or unanticipated tissue damage.